Event description:
The customer called to report that she had high bg's (300-415 mg/dl) with this pod. Upon inspection, she could see that the "needle was out" and had not retracted into the pod. The pod was changed resulting in her bg's successfully lowering. The suspect pod will be returned for eval.

Manufacturer narrative:
The product was not returned so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed.